Event description:
Patient presented to the emergency department with an intraparenchymal hemorrhage and underwent surgical placement of a external ventricular drain (evd) via a right frontal twist drill craniotomy. The drain was placed in the right ventrical at a depth of 7 cm at the outer table. The catheter was then tunneld through a separate egress site and secured in place with a roman sandal suture. Additional tacking sutures were used to secure the drain to the skin of the scalp and then connected to an external management system. The patient was then transferred to a critical care facility via mercy flight. The next day the provider was called for leaking from evd tubing. The line was inspected and found to have cerbral spinal fluid (csf) beading from the catheter tubing near the hub site. Two small cracks noted in the tubing. Neurosurgery advised to apply occlusive dressing in sterile fashion which was completed and no csf drainage was noted at completion. Ancef was initiated for infection prophylaxis. No lot number or refernce number provided. There was no harm to the patient.